Manufacturer narrative:
Product analysis: it was determined during analysis of the analyzer that the device failed functional testing. The analyzer tested o ut-of-specification on power down pacing operation, power down battery current, cable identification and v pace light emitting diode (led) functional tests. The analyzer was sent for further repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and the analyzer returned with no information and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.